Event description:
During endovascular procedure a wire frayed on the end and a small fragment broke off and remains in the right leg. Md was able to stent the fragment to the side of the vessel, so it remains in place. FDA safety report ID# (B)(4).